Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room (ER) due to a elevated blood glucose (bg) levels of 518 mg/dl, due to settings needing adjustment. Customer was treated intravenously with IV fluids of saline and insulin. Customer was released from hospital on (B)(6) 2021 with issue resolved. Reportedly, tandem technical support assisted customer in making settings adjustments